Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, the insulin pump was not recognizing the transmitter. Customer blood glucose was unknown at the time of the incident. Customer stated the transmitter did not blink when it was connected to the sensor. Troubleshooting was performed and it was determined the sensor did not have a cannula. Customer was advised the sensor needed to be replaced. The sensor is not returning for analysis.